Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events (B)(4) event was reported for this quarter. Product return status (B)(4) device investigation type has not yet been determined. Evaluation findings (results/components) (B)(4) device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition (B)(4) device: product disposition is not yet determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 1 event for the failure: fracture. - 1 event had no health consequences or impact.